Event description:
The account alleged that the hi/low ran up unintentionally on this bed. No pt impact.

Manufacturer narrative:
The tech did a complete function check of the bed and could not find any issues.